Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited low pacing impedance and reduced p-wave amplitude. No intervention was made. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the atrial lead was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
Further information requested but was not received.